Event description:
It was reported that during an open lobectomy, the jaw did not open after the device was fired on the lung parenchyma at the second firing. The deployed staples were proper b-formed shape. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. Additional followup: how was the device opened or removed from the tissue?---as the fired tissue fell out from the jaws without opening, the device could be removed from the patient. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---2nd. During which stroke did the event occur? ---after 4th. What color cartridge was being used? ---gold. What other color cartridges were used before and after this event? ---gold. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with no cartridge reload present. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened as intended during analysis.